Manufacturer narrative:
Initial report ref to natus complaint#10744832 per doc-(B)(4) rev 06 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.1 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): adverse tissue reaction residual risk: moderate. The hazard identified have been reduced as far as possible, and the residual risk for these hazards is mainly associated with patient having a adverse tissue reaction. The device is to be used in sterile condition and the IFU contains information about proper usage. In addition, techniques limiting cross contamination are already in place in the environment for use. The customer was provided with product return instructions. Further investigation to be carried out.

Event description:
Part nt821707 - tip of catheter shearing off during procedure. 3-4 cm sheared off during the procedure, requiring the surgeon to open the patient to find the tip. No patient injury however additional intervention was required.